Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment cavogram confirmed placement of an inferior vena cava filter in an infrarenal location at level. Approximately two months post filter deployment, ultrasound venous duplex doppler leg bilateral revealed in bilateral lower extremity venous thrombosis, which involved essentially all imaged veins and extended from the common femoral veins to the imaged veins below the knees. Next day the patient presented with abdominal and lower extremity pain. Subsequent computed tomography (CT) revealed thrombus extended from 1.8 cm above the level of the tip of the inferior vena cava filter inferiorly into both common iliac and external iliac veins, that caused some extravasation and edema which could explained the pain. Venous thrombus likely accounted for ill-defined mesenteric and retroperitoneal stranding was predominantly noted in the pelvis and lower abdomen. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with extensive bilateral lower extremity deep vein thrombosis and poor anticoagulation. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus above the filter; however, the current status of the patient is unknown.